Event description:
It was reported that the right ventricular lead experienced a polarity switch and had low impedance paces. It was noted that the patient experienced muscle stimulation when pacing in bipolar configuration, and was in atrial fibrillation with rapid ventricular response. It was further reported that there was high impedance and no capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead experienced a polarity switch and had low impedance paces. It was noted that the patient experienced muscle stimulation when pacing in bipolar configuration, and was in atrial fibrillation with rapid ventricular response. The lead was capped and replaced. No further patient complications have been reported as a result of this event.